Event description:
The pin broke off of impactor as surgeon was impacting liner in place and had to be retrieved.

Manufacturer narrative:
(B)(4). As returned, the pin on the impactor has fractured at its base. This failure has been characterized as a material issue. Consequently, the material of this part has been changed from 455 sst to 13-8 sst, which is less notch-sensitive, to remedy the problem. The device has a potential field age of approximately 19 months.